Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter fell out of the patient while walking. Upon inspection, the balloon was deflated and a small slit was found in the balloon when inflation was attempted using saline. The patient's condition was reported as fine.